Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received tidal simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An internal visual inspection identified no discrepancies. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2021 while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd therapy. The patient had evidently passed peacefully in their sleep several hours earlier, given the presence of rigor mortis. The patient was on hospice/palliative care, and their health had been declining over the last week. The patient was sent directly to the funeral home and no autopsy was performed. The pdrn stated there was no malfunction and/or deficiency to report, nor did any fresenius device(s) and/or product(s) cause and/or contribute to the patient¿s death. The pdrn attributed causality to the patient receiving end of life medication(s) and his underlying poor cardiac health.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2021 while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd therapy. The patient had evidently passed peacefully in their sleep several hours earlier, given the presence of rigor mortis. The patient was on hospice/palliative care, and their health had been declining over the last week. The patient was sent directly to the funeral home and no autopsy was performed. The pdrn stated there was no malfunction and/or deficiency to report, nor did any fresenius device(s) and/or product(s) cause and/or contribute to the patient¿s death. The pdrn attributed causality to the patient receiving end of life medication(s) and his underlying poor cardiac health.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and subsequent death. The definitive cause of the patients cardiac arrest and death are unknown; therefore, causality cannot firmly be established. However, the pdrn attributed causality to the patient receiving end of life medications (hospice) and their underlying poor cardiac health. The patients death was an expected and inevitable outcome. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population (1,2). Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the patients expiration.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2021 while undergoing ccpd therapy. Follow-up with the patients pd registered nurse (pdrn) confirmed the patient passed away at home on (B)(6) 2021 while undergoing ccpd therapy. The patient had evidently passed peacefully in their sleep several hours earlier, given the presence of rigor mortis. The patient was on hospice/palliative care, and their health had been declining over the last week. The patient was sent directly to the funeral home and no autopsy was performed. The pdrn stated there was no malfunction and/or deficiency to report, nor did any fresenius device(s) and/or product(s) cause and/or contribute to the patients death. The pdrn attributed causality to the patient receiving end of life medication(s) and his underlying poor cardiac health.